Event description:
Additional information was received that patient was experiencing an increase in auras. No additional relevant information has been received to date.

Event description:
It was reported that patient was referred for generator replacement. At surgery pre-operative diagnostics were performed showing eos (pulse disabled) and high impedance warning. When patient was opened for replacement there was a gross lead fracture present. It was noted that outer insulation was pulled back with lead hanging by a thread. Implant card received showing that patient¿s generator was replaced due to battery depletion. Explanted products will not be returned per hospital policy. No additional relevant information has been received to date.